Manufacturer narrative:
Submit date: 4/18/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tip of the syringe broke off in the syringe pump when registered nurse was administering IV lipids to a neonate. New dose in syringe sent from pharmacy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reported that the tip of the syringe broke off in the syringe pump when registered nurse was administering IV lipids to a neonate. New dose in syringe sent from pharmacy.¿ a review of the device history file (DHR) of the reported lot number indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. During the manufacturing of the syringe assemblies, syringes were visually inspected and physically tested. No deficiencies were recorded relating to this customer report. Control mechanisms are in place to prevent the occurrence and acceptance of damaged syringes during the syringe molding, assembly and packaging processes. These mechanisms include, but are not limited to: material verification/certification processes, periodic audits, dimensional specifications, machine maintenance requirements, and personnel training and certification. The syringe barrel is visually inspected periodically during the production process. A lot cannot be released unless it passes all visual and physical testing requirements. Inspectors routinely examine the product to ensure it meets acceptable quality level (aql) sampling criteria. Inspections focus on damaged product or components, holes, splits, or cracks in barrel which permit leakage, leakage in fluid pathway, and luer tip not to specification. Testing for this component during production includes the plunger being exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is also conducted to ensure the syringe draws, holds and expels fluid properly. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. The actual device was not returned for evaluation. Received was one (1) empty opened blister strip package with this customer report. There was no syringe sample included. Without a representative sample(s) being provided, a more complete investigation could not be performed. At this time, there is not enough information to warrant the initiation of any further action. No corrective or preventive action is planned at this time. The reported customer complaint is not confirmed. A root cause could not be determined. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.